Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health (B)(4) vigilance program which states, "2 alaris IV pump modules alarmed disconnection on the main unit and went blank. The two modules would not restart and the channel letter did not appear. The other two modules connected to the other side of brain were not effected. These 2 modules were removed from pump and put aside for biomed maintenance." There was no information on patient impact.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex a and g codes.

Event description:
A report was received from health canada's canada vigilance program which states, "2 alaris IV pump modules alarmed disconnection on the main unit and went blank. The two modules would not restart and the channel letter did not appear. The other two modules connected to the other side of brain were not effected. These 2 modules were removed from pump and put aside for biomed maintenance." The customer reported that there was no harm.